Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced tenderness at the ipg site. The patient underwent an ipg explant procedure and was doing well postoperatively. The explanted ipg was not returned. No further information has been obtained despite good faith efforts.